Event description:
It was reported that the user forgot to reconnect the ilet infusion tubing after disconnecting, resulting in prolonged hyperglycemia until the tubing was clicked back into the infusion site and the system resumed insulin delivery. Symptoms included no reported clinical symptoms. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included troubleshooting and education regarding proper reconnection of the infusion set and confirmation that the ilet alerted for high glucose. Investigation of this case revealed user handling error related to an infusion set reconnection lapse, with the device and components functioning as designed once reconnected and the ilet correcting the elevated glucose. It was concluded, based on previously established findings for similar reports, that the cause was use error related to infusion set management.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.